Event description:
Zilver biliary stent was deployed in the contralateral iliac artery. When the delivery system was being removed approx 10 cm of the distal end of the delivery system separated, but remained on the wire guide. The delivery system was removed the rest of the way and a snare was placed over the wire. The separated segment was snared and removed with the wire. No patient injury occurred.

Manufacturer narrative:
No product was returned. However, based on the information provided, it is feasible to suggest that the inner catheter separated at the bond site near the pusher band when excessive resistance was encountered during an application that is considered to be an "off label use". A review of our records found that this device was manufactured prior to a change that addresses this issue.